Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. The instrument was received loaded with single use loading unit (sulu). Visual inspection of the cartridge noted that the sulu was fully fired. The loading unit was reloaded with staples, reloaded into the instrument and applied to test media. The staple line was properly formed. A review of the device history record indicates this product was released meeting all quality release specifications at the time of manufacture. The investigation concluded there were no abnormalities that would have caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
(B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, while stapling the rectum during an open rectum resection, the device did not fire. There was an incorrect staple line or no staple line there was an unanticipated tissue loss and tissue damage as a result of the problem. They did another resection which was deeper than the first procedure. The surgical time was extended for more than thirty minutes.